Event description:
It was reported that during pt use, the carescape b850 pt monitor emitted an unusual constant beep-beep tone that did not audibly correspond to an expected alarm tone or other recognizable tone, and did not correlate to any visual pt condition. As long as this tone is sounding no other discernible audible alarms will be announced. Visual alarms were not affected. There was no death or serious injury associated with this event, nor an indication that intervention was provided. Ge healthcare's investigation is ongoing. A f/u report will be submitted once the investigation has been completed.

Manufacturer narrative:
(B)(4), pt info is considered confidential and will not be released by the hosp. Clarification: the issue was discovered during a retrospective review of complaints related to a known issue that resulted in the event reported in MDR 2124823-2011-00052.